Manufacturer narrative:
Device manufacture dates: monitor 2007. Battery pack 2005. Battery pack 2006. Device evaluations monitor, battery pack, battery pack have been completed. The reported problem was confirmed. Battery packs both functioned normally. They were returned to stock. Monitor would not power up due to a damaged battery connector. It was repaired, retested and restocked. The root cause of the bent contacts cannot be positively identified but was likely due to a slight connector misalignment when one of the battery packs was inserted. No adverse event resulted from the damaged monitor.

Event description:
Territory manager returned monitor without explanation. Per account coordinator; "he stated that he tried to put the battery in and it would not go in. So he pulled the battery out and looked down into the battery well and found that the middle pin was out of place."